Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen IV (crrs 4) and capture-r ready ID (crrid). The sample contained a known anti-e.

Manufacturer narrative:
Tested 4 known anti-e samples on an in-house galileo using crrs(4) lot k253. All samples reacted as expected. Tested one known anti-e positive sample and one known negative sample on an in-house galileo using capture-r ready ID lot id127. The samples reacted as expected. The customer did not send patient sample for further investigation.